Event description:
It was reported, during the implant procedure, a right ventricle lead was attempted. However, no capture was noted at 5v 4msec with repositioning lead approximately 5-6 times. Sensing was marginal with r-waves noted at 2-3mv. Pacing cables were exchanged; however, the physician decided to explant the lead. Another same brand lead was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended and retracted within 5 turns. Helix, fully extended, measured .076 inches within specification. Primary analysis findings: no anomalies found.